Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 90 mg/dl. The blood glucose reading at the time of the event was 696 mg/dl. Customer had gastroparesis, vomiting and nausea. Hospital treated with manual injection. Customer was hospitalized for four days. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.